Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: a complaint history check was not performed as the lot number is "unknown" for this complaint. A device history review could not be completed as no batch number was provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: CAPA not required at this time.

Event description:
It was reported that insulin leaked out between the bd precisionglide¿ needle and syringe during use. This happened on 2 separate occasions, and this complaint was created to capture the 1st of the 2 related incidents. The following information was provided by the initial reporter: "¿ caller reported the customer reported between the needle and syringe the insulin leaked out, number of occurrences 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue bd 26 g, 3/8"" needle, pn 305110. Product lot # m550846. Did issue cause any injury? No. Did customer require medical intervention? No."